Event description:
It was reported that the device failed to seal and embolized during the procedure. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The procedure started at 10:40am. The device met all release criteria with a minimum compression of 14% and a maximum of 27%. It had optimal position and no leaks were noted. After it was released at 12:10pm, it popped out of the laa and travelled down to the descending aorta. At this time, the physician used a snare to successfully retrieve the device. No other medical intervention or medications were needed. Patient remained stable throughout. Case was aborted. Atrial fibrillation was the rhythm throughout the procedure. Adequate volume status was noted. Patient is doing well and was discharged home the next day.